Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic and motor assembly.

Event description:
The customer reported moisture damage, unresponsive buttons and loss of battery life, all after the insulin pump was dropped in the pool. Advised that the insulin pump would be replaced. Nothing further was reported.